Manufacturer narrative:
A copy of the complaint investigation is attached, including the action plan.

Event description:
Stent positioned - distal end of stent closed. T-strut at distal end had connected with struts on opposite end. The stent was re-opened, however after a cough phase - stent again closed at distal end. The sequence was repeated 4 times. It was decided to remove the stent to prevent closing under unsupervised conditions. See report attached.